Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the patient fell off of a chair and dislocated her hip so the doctor put a new liner and head in. Doi: (B)(6) 2021, doe: (B)(6) 2021, right hip.